Event description:
On (B)(6) 2021, I broke my hip. It was repaired by (B)(6), with a depuy synthes (johnson and johnson), intramedullary nail. In late (B)(6) I had serious pain in the hip. An x-ray revealed that the nail was broken. I do no blame dr (B)(6) because he stated that he used the largest nail and that it is made of titanium steel. He told me the manufacturer (above). I am a (B)(6) year old female with a sedentary lifestyle since the hip fracture. I can think of nothing that I did to cause a titanium rod to break. If this happened to me it will surely happen to others. FDA safety report ID # (B)(4).